Manufacturer narrative:
(B)(4). Date sent: 06/04/2021 d4: batch # 123a80 h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and no anvil was returned. When forward battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device in the lab throughout the firing range were unsuccessful. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit. It was determined that these cracks prevented the anvil detect circuit from functioning and thus preventing the device from firing. No conclusion could be reached as to what may have caused the failure of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection, the stapler was introduced, dialed down for approximation and compression, and would not fire, even though the battery illuminated the back panel. The procedure was delayed by ten minutes. A second stapler was opened, and the new battery was inserted in the stapler. The stapler did not fire with the new battery. The stapler was removed, the second stapler was introduced, and fired successfully. The procedure was completed with no patient consequences.